Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were currently hospitalized due to a high blood glucose level of 740 mg/dl and diabetic ketoacidosis. Blood glucose level at the time of the call was around 400 mg/dl. The customer was wearing the insulin pump at the time of admission. During troubleshooting, the customer stated that the bolus history did not correctly display all boluses that had been administered. The insulin pump was not replaced or returned for analysis.